Event description:
It was reported that the ventilator displayed two technical error codes while being used to treat a patient, one indicating disabled valves, and the other an internal communication error. There was no patient harm. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been completed. Our field service engineer (fse) confirmed the reported issue, replaced the control printed-circuit board (pcb), downloaded the device logs, and performed successful functional and safety tests before the unit was returned to service. The malfunctioning pcb was returned for investigation. Analysis of the received device logs showed that the device had malfunctioned intermittently and, displayed the technical error codes that indicated, "disabled valves" and a stop of ventilation. Our analysis indicated that memory problems were tied to the reported and observed fault. The error was reproduced during simulated-use testing in a reference ventilator. The fault condition was however, not permanent and it was always possible to restart ventilation. Analysis of the tests also indicated memory errors. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a high priority alarm and the corresponding technical error code. If the failure occurs during startup, a technical alarm will be generated and ventilation cannot be started. Our conclusion is, that the failure of the ventilator was caused by a memory failure on the control pcb.

Event description:
(B)(4)